Event description:
It was reported that the device leaked out of the gas outlet shortly after initiating support. The device was swapped out for another of a different lot. Additional info received on (B)(6) 2015. No reported pt effect. Small leak - small blood loss. No delay in treatment. (B)(4). MFR ref # 8010762-2015-00296.